Event description:
A physician reported that there was actuation failure of probe during surgery. The procedure type was unknown. The surgery was completed on the same day by replacing with similar product. There was patient contact with suspect product but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).